Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked; but remained functional. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that the screen had black lines that blocked the graphics and text. Customer¿s blood glucose was 100 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.